Event description:
It was reported by the aci distributor that a (B)(6) female underwent a coronary diagnostic procedure on (B)(6) 2012. Access was obtained with a 6f sheath (unknown model). Following the procedure, the physician, who is a trained user of the mynx device, chose the mynx vascular closure device 6f/7f to close the access site. It was reported that it was impossible to pull the sheath back after the physician shuttled down until it clicked. The physician deflated the balloon and removed the device. The patient was converted to manual compression and hemostasis was achieved. The patient was reported as hospitalized (not device related) overnight and released on (B)(6) 2012.

Manufacturer narrative:
The investigation of the returned device is currently in process. A follow up report will be submitted once the investigation has been completed.